Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the xenmatrix grafts may have caused or contributed to the events as alleged. The contact provided limited information. As alleged the patient's surgeon has advised him the mesh (graft) will need to be removed. As reported the graft was implanted in 2011, the xenmatrix graft is a porcine biologic device that in time is absorbed into patient tissue. Given the amount of time since implant it is unclear how much, if any, graft is left for removal. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this production lot of 11 units released for distribution in (B)(6) 2011. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. This file represents device #2, an additional emdr was submitted to represent device #1. Remains implanted.

Event description:
It was reported that on (B)(6) 2011 the patient underwent repair of an abdominal hernia and was implanted with two xenmatrix grafts (devices #1 and #2), and a non bard/davol biologic graft (device #3). The contact reports the hernia repair wound never fully healed, and in 2014 the patient developed an infection in the area of the hernia repair. As reported the patient's doctor has advised him the mesh will need to be removed.